Event description:
Customer reported that blood glucose levels were over 600 mg/dl. Cause was not known. To address this, the customer performed a correction injection via mdi and was advised to replace supplies as necessary. They were also instructed to inspect various components of the system which showed no issues.